Event description:
Reporter indicated that device interrogation revealed that the patient's device was programmed to 0ma output current instead of the prescribed parameters. The patient has experienced an increase in seizure activity (unknown whether above pre-vns baseline) that corresponds directly with an airplane trip out of state. Review of manufacturing records for both the pulse generator and the bipolar lead revealed no anomalies that would be adversely affect device performance. Investigation to date has been unable to determine the cause of the reported event. User error during previous programming session is suspected. It is unlikely that airport security measures caused the device to be inadvertently programmed to 0ma output current.